Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and water delivery line was okay; however, water flow rate was unable to reach 2.3l/m while using the device with multiple tries. The pads were switched out and therapy continued successfully with no delay to the procedure.

Manufacturer narrative:
Received 1 set of 4 used arcticgel large pads only. The received pads were visually reviewed for any damages, deformities and none were observed. The pads had evidence of use; however, they were found with the correct trim pattern. The energy connector was found free of damages and presented a good connection. No manufacturing issues related were noted during the evaluation. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started flowing to the pad without any problems. Left chest pad: a total of 3.50 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 2.23 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 3.50 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.98 l/min m2 of flow rate were registered during the test. The flow rate was found unacceptable on the left thigh pad. The other pads were found acceptable. The specification for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the connection between the pad lines and water delivery line was okay; however, water flow rate was unable to reach 2.3l/m while using the device with multiple tries. The pads were switched out and therapy continued successfully with no delay to the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and water delivery line was okay; however, water flow rate was unable to reach 2.3l/m while using the device with multiple tries. The pads were switched out and therapy continued successfully with no delay to the procedure.